Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
It was reported that during placement of the 10 lpc tracheostomy tube, the physician and the anesthesiologist tube observed a leak between the inner and outer cannula. The leakage made ventilation of the pt impossible. The tracheostomy tube was removed and the pt was re cannulated with another 10 lpc.